Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4) ) revealed that stimulation was functionally okay and there were insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the device was explanted on (B)(6)2017 due to a malfunction. There were no further complications reported or anticipated.